Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had fibre bonding in the outer tube area (distal end) was damaged and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
Additional information was provided by the customer: error e288 occurred. Updated fields: b5, h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer, e228 error message occurred.